Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of native vessel. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. After trunk-ipsilateral leg and contralateral leg components were deployed, the physician elected to implant another contralateral leg component, extending the ipsilateral leg. When the contralateral leg component was deployed, the right internal iliac artery (riia) was unintentionally covered. The procedure was concluded with a wait-and-watch approach taken to the vessel coverage. It was reported that the contralateral leg component was not pushed up adequately while it was deployed, which might have contributed to the unintentional coverage of the riia.